Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as burning and itchy . There was no alleged device malfunction contributing to the irritation. It is unclear if the patient received medical intervention. Outcome of the irritation is unknown.